Manufacturer narrative:
Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue. The front panel display was replaced but the replacement part ended up being an out of box failure (obf) that caused the ventilator to be inoperable. A different front panel was used the same day and the unit was tested and it was performing to service specifications.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Visual inspection revealed liquid ingress of the touch screen causing it to become unresponsive.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that there was water found behind the user interface module (uim) touchscreen. There was no patient involvement.